Event description:
It was reported that the manufacturer's representative thought they were charging the implantable neurostimulator (ins) more than expected. It was noted that the patient charges his device every week. It was noted that recharging was "fine about two weeks ago." Then the patient reportedly attempted to charge last week and was charging "a long time and ins was not holding a charge." It was noted that in a total of two days, the patient recharged for 9-10 hours. It was noted that the recharger appeared to be working fine. It was noted that the patient was able to get all 8 coupling bars, however, the recharger statistics was registering no coupling bars. It was noted that the manufacturer's representative was advised to try a different recharger. Additional information received later that day that the manufacturer's representative was able to charge the ins to 25% full. Electrode and group impedances were reportedly within normal limits around 500-800 ohms. It was noted that the stimulation had not been turned on. It was noted that the device data showed that the ins battery was at 0.0 volts. After turning stimulation on, it was noted that the stimulation was comfortable at 1.7 volts on the right side and 2.2 volts on the left side. It was noted that the patient felt appropriate stimulation on legs, but needed more coverage towards the back. It was still noted that the device data still showed ins battery at 0.0 volts. There were no reports of falls or trauma. A two minute physician mode recharge (pmr) was performed with no message screens displayed thereafter. It was noted that the device was interrogated and the stimulation was off despite not turning stimulation off. The ins battery icon continued to show 25% full. Then the device data showed the ins battery was at 3.685 volts. The device was then turned back on and the patient reported feeling comfortable and appropriate stimulation on leg and buttock. Additional information received on the same day reported that the patient was unable to get his recharger to hold a charge. Another recharger was tried and it seemed to work. It was noted that the anomaly appeared to have occurred through product use. No patient harm was indicated. Additional information received three days later reported that the patient's new recharger was scheduled to be delivered on (B)(6). The defective recharger was suspected to be the cause of the issue. It was noted that the patient's ins battery was charged up to 25%, and he was receiving stimulation that was effective for his pain. No follow-up interventions were scheduled at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 97791, lot# n369942, implanted: (B)(6) 2013, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was later reported that the patient received their recharger when they meet with the manufacturer representative and they had been using the recharger fine. It was noted that the adhesive disc helped as the patient could not use the recharging belt because it "was too long and hanging out." It was further noted that the patient had two coupling bars the day prior to the report. It was further reported that the recharging belt would get in the patients way and that the patient only got two coupling bars on the day of the report as well.